Manufacturer narrative:
Covidien/medtronic reference: #(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated on the returned sample. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse checked the cuff prior to use and found that the inflated tracheal cuff leaked air. There is no report of patient involvement. There is no report of serious injury or death associated with this event.